Event description:
Clear aligner therapy seemingly initiated and proceeded the in the presence of periodontal disease and irreversible pulpitis secondary to fractured tooth and caries. Pt was unaware of disease status until he presented to our office with pain today. FDA safety report ID# (B)(4).